Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt wanted the ipg relocated due to discomfort and difficulty charging due to ipg location. The physician explanted the ipg and implanted a new ipg in a different location and added two extensions. Follow-up determined the pt has effective stimulation and pt's issues have been resolved.